Event description:
It was reported that the patient¿s blood glucose level rose above 13.9¿mmol/l (250¿mg/dl) while wearing the pod for between 5 and 24 hours. The pod¿s adhesive was almost completely detached from the infusion site (leg) while the patient was sleeping, causing the cannula to dislodge. It was also reported that the cannula was found to be bent. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.